Manufacturer narrative:
H6- investigation type code: 4110- lens work order search-no similar complaint event(s) within associated lots were found. H6- health effect- clinical code: 4581- 'cloudy vision'. H11- manufacturer narrative: secondary surgical intervention to remove/replace/reposition the lens is identified in the labeling as a known potential adverse event following icl implantation. Each lens is subjected to a 100% assessment of the power (spherical and cylinder) and optical resolution during the manufacturing process in order to determine acceptability per the lens model and diopter. Claim# (B)(4).

Event description:
A consumer reported that following an implantable collamer lens (icl) implantation procedure, the patient experienced a refractive surprise, cloudy vision and glare/haloes. Reportedly, 'ring like dysphotopsia that are incredibly prevalent and caused by all types of light sources'. Additionally, it was reported that "all post op measurements are normal". In a separate surgery the lens was explanted. There are multiple medical device reports associated with this patient. This report is 1 of 2 total reports. Based on the information provided, the risk assessment for our product, and our experience, we have determined the cause or contribution to the reported issue is not indicative of a manufacturing related issue or product deficiency.